Event description:
The customer reported that the alarm disabled itself. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. It is unknown if there was any lack of awareness to the patient's condition, or if there was any delay in treatment, due to this issue.